Event description:
Customer's wife reported customer received an inaccurate glucose reading (170 mg/dl) from their precision xtra meter and self administered with insulin accordingly. Customer's wife reported customer experienced symptoms of faintness and loss of consciousness afterward. Paramedics were called and transported customer to the hospital where he was diagnosed with severe hypoglycemia and treated with oxygen and glucose.

Manufacturer narrative:
The device has been returned and an investigation did not confirm the complaint. All results were within range specifications and no errors were observed during control solution testing.